Event description:
New information received notes that the patient presented in clinic for follow-up. Review of fluoroscopy revealed insulation breaches on both the right ventricular lead (rv) lead and the right atrial (ra) lead. Both leads were explanted and replaced. Patient condition was stable before, during and after the procedure.

Manufacturer narrative:
Correction - d6b - date of explant should have been "(B)(6) 2021" rather than being empty.

Manufacturer narrative:
The reported events of high pacing impedance, failure to capture, and insulation damage were confirmed. The lead was returned in one piece for analysis. Visual and x-ray examination found clavicular crush damaging the outer insulation and fracturing the outer coil at 31.0 cm to 32.0 cm from connector pin. The cause of reported events is consistent with clavicular crush. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-33860. It was reported via remote transmission that the patient's right ventricular (rv) lead exhibited high pacing impedance and no capture. Upon interrogation in clinic, it was noted that the atrial (ra) lead exhibited noise. Programming changes were made on 29 sep 2021. The patient was in stable condition.